Event description:
It was reported that a vessel perforation was identified after a recanalization catheter crossed a cto in the left anterior tibial artery. An extended inflation with a balloon was performed to tamponade the vessel. There were no reported adverse clinical consequences. Patient reported to be doing well post procedure.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.